Event description:
Provider states that stealth adductor is defective and needs a replacement. (P/n 1164877).

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.